Manufacturer narrative:
An event regarding loosening involving a simplex cement mix was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "no x-rays are available for review. Bone cement is not glue and is not adherent to components. It is a seating material and stabilizes components, like cementing a fence post into the ground, not gluing it to the soil. Tibial components only have a horizontal attachment to the tibia and are exposed to tensile exposure as forces see saw with weightbearing. Cement is only effective in compression, explaining why tibial components loosen more often than femoral components which have five surfaces. Interestingly, the surgeon used simplex cement again to fix the stem tibial revision component knowing that the loose primary tibial component was not due to factors associated with the quality of the simplex p bone cement. " -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion the clinician review did not confirm this event as no x-rays are available for review. The clinician review also indicated that "the loose primary tibial component was not due to factors associated with the quality of the simplex p bone cement. " the exact cause of the event could not be determined because insufficient information was provided. Additional information including x-rays and evaluation of the explanted products are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported through medwatch (mw5086606) "the pt had the tibial implant originally placed on [...] 2017. The pt underwent a revision of the knee on [..] 2019. During the revision procedure, the physician noted the cement was not attached to the tibial implant. "

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported through medwatch (mw5086606) "the pt had the tibial implant originally placed on [...] 2017. The pt underwent a revision of the knee on [..] 2019. During the revision procedure, the physician noted the cement was not attached to the tibial implant. "